Event description:
It was reported that the customer was hospitalized for dka. Troubleshooting was not performed at the time of call. Two days later, the customer called back to test the device. The self-test passed and the insulin exited. The customer received an alarm prior to their high bgs and that caused their hospitalization.